Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to a broken bottom printed circuit board. The cause of the broken bottom pwa could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device did not sound an audible alarm tone during an alarm condition.